Event description:
The customer took serveral blood glucose tests within a few minutes of each other and had the following readinds: 167,158, 138, 50, and 165 mg/dl. The difference between the readings of 138 and 50 mg/dl falls in the "d" zone of the parks error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.